Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation.the exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the colonoscopy, the image of the subject device was not displayed for a few seconds. Olympus (B)(4). Checked the subject device and found that the subject device had no failure. There was no report of patient injury associated with the event.